Event description:
According to the reporter, the patient underwent the placement of a semi-permanent right internal jugular vein dialysis catheter on (B)(6) 2024 and continued with regular hemodialysis treatments. On the day of the event, a crack was observed in the catheter's external venous (blue) connector, which could potentially lead to bleeding, fluid leakage, and infection. There was no leak. Tego was not utilized. Nothing unusual was observed on the device prior to use. Flushing was done with normal results. No excessive forced use on the device. The insertion site was not treated prior to product placement. The cleaning agent(s) are allowed to dry thoroughly prior to applying ointment(s) to the area. The external connector was replaced, and dialysis therapy was resumed. As a remedial action, the catheter was repaired. The procedure was continued and completed after the remedial action was performed. Besides the rep orted issue, there were no other visible defects/damages found on the product at the time of the event. No blood loss, and blood transfusion was not required. The intervention/treatment was replacing the external connector. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.